Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a "check energy cord connection" message was displayed when the customer was firing a vessel sealer extend (vse) with a e-100 generator. The customer performed a power cycle of the generator but the issue persisted. The customer continued the procedure with a viodv integrated electrosurgical unit (iesu) generator. No related errors were found in the logs. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the system functionality was checked upon powering on the system and the led did not turn red when the e-100 was turned on. The esu initially powered on without any errors. The esu faulted when the user tried to fire the vse using the e-100 generator. A "check energy cord connection" message was displayed and the instrument could not be fired. The operation was continued with the viodv iesu without using the e-100.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed and reproduced the reported failure. The e-100 generator was replaced as a resolution. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The bipolar led was not turned on when the unit was installed into a test system. The cut and seal function could not be performed. The e-100 generator was found defective due to a component failure. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a low anterior resection surgical procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup integrated electrosurgical unit (iesu) generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.